Manufacturer narrative:
H.6. Investigation: customer returned (2) used 32g x 4mm bd pen needles. Consumer reported rear cannula end is broken + needle(s) bent. Both samples were examined, and the following was observed: one pen needle with a hooked patient end (pe) cannula, and a broken non-patient end (npe) cannula. One pen needle with a hooked pe cannula, and a bent npe cannula. No evidence of manufacturing defects were observed on either sample. As both samples were returned after use, and no manufacturing defects were observed, the probable cause of the hooked pe cannulas and bent or broken npe cannulas is human error during use of the pen needles. Unable to perform DHR review due to unknown lot number. The possible root cause for these issues is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Event description:
It was reported that the non-patient end of the unspecified bd¿ pen needle was broken. This complaint was created to capture the 9th of 9 related incidents. The following information was provided by the initial reporter: "rear cannula end is broken + needle(s) bent."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the non-patient end of the unspecified bd¿ pen needle was broken. This complaint was created to capture the 9th of 9 related incidents. The following information was provided by the initial reporter: "rear cannula end is broken + needle(s) bent."